Event description:
Customer reported that he have to go to the emergency room and was hospitalized and treated due to high blood glucose and dka. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.